Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose from yesterday. The customer's current blood glucose is 236 and 300mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. Customer stated that they treated with intravenous insulin drip, bolus. Customer was assisted with self test and the test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted during testing. Device uploaded properly using care link. Device had cracked battery tube threads.